Manufacturer narrative:
Follow-up #1: date of submission 08-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: the alarm history showed a 1.65 units ¿ez-carb¿ with 2.18 units insulin on board (iob) (B)(6) 2018 @ 11:10 pm with a carbohydrate count of 20 and an I/c ratio of 12, the blood glucose (bg) reading was 209 mg/dl and the bg target was set to 120 mg/dl. The pump delivered 1.65 units and ignored the iob because if the bg level is above the target range and the iob is greater than the bg correction, the ¿ez-carb¿ recommended bolus will be the carb correction of 1.65 units..the product performed within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The patient stated that the pump ignored the carbohydrates that were entered into the bolus calculation. The insulin on board did not adjust as expected. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.